Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be intact with no visible damage. All of the pump buttons were found to be responsive to user input. The keypad was removed and no issues were found with any of the button contacts.

Event description:
The patient claimed that all the keypad buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.